Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. The broken piece was not returned with the device. Also the device is rounded off on one end and there are several nicks on the metal of the device. This instrument exhibits signs of significant use and wear. The device manufactured in 2001. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after thr procedure the device is worn from excessive use and needs to be replaced. No delay occurred and no harm to any patient was recorded. Sn backup device was available and used through case completion. The device will be returned.